Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump fill estimate was inaccurate. Customer changed the cartridge. Reportedly, customer did not perform the air removal technique during the load sequence. Customer's blood glucose was 216-217 mg/dl. Upon follow up, customer reported no further issues.